Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had the spinal cord stimulation (scs) system implanted for tailbone and low back pain. The patient then developed reflex sympathetic dystrophy syndrome (rsd) to the left knee down the leg. The date of this occurrence was unknown. The scs system was then explanted and a pump was implanted. Follow-up determined that the patient was diagnosed with rsd prior to the implant of the scs system following a knee surgery. The scs system was implanted following a successful trial. Subsequently, they were unable to provide stimulation to the left knee area with discomfort. The patient had not recovered; the symptoms/issues were ongoing. No other information was known. This event will be updated if additional information is received.